Event description:
Additional information received indicated the patient underwent surgical intervention wherein the three drg leads were explanted and the ipg was sutured and relocated from original location to address the issue.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
Related manufacturer reference number: 1627487-2021-14050, 1627487-2021-14051, 1627487-2021-14053.

Manufacturer narrative:
Date of event is estimated.

Event description:
Related manufacturer reference number: 1627487-2021-14050, 1627487-2021-14051,1627487-2021-14053. It was reported the patient's leads had migrated and wrapped around the ipg in the pocket. Patient reported multiple falls. Surgical intervention may occur later to address the issue.